Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 325cc mentor memorygel breast implants experienced right sided device migration with asymmetry post procedure. The implant was described to be dropping, enlarging, and spreading. The root cause of the patient¿s symptoms is unclear. The left prosthesis was replaced with a 400cc mentor memorygel breast implant for an unspecified reason on (B)(6) 2009. The left sided device later ruptured. As a result, bilateral prosthesis replacement with 200cc mentor memorygel breast implants was performed on (B)(6) 2019. The right sided issues were reported under 1645337-2019-25815 on 12/17/2019. On 12/20/2019 mentor received additional information and initial awareness of the left sided rupture. This report relates to the left prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/16/2020. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During visual evaluation of the device a crease was found on posterior view. Additionally, a tear measuring approximately 0.1 cm within the crease was noted. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. A manufacturing record evaluation was performed for the finished device 5934921 number, and no non-conformances were identified. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).